Manufacturer narrative:
(B)(4). Device passed the self test, displacement test and active current measurement. However, the device failed the sleep current measurement due to a problem isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery of insulin pump had to replace about one day. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.